Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the front panel leds were not glowing due to a faulty front panel, in addition, the switches of the front panel did not work intermittently due to a main board failure. Additional evaluation findings are as follows: 1.) Lamp turned on/off automatically due to a faulty receptacle unit; 2.) Lines in the image due to a faulty receptacle unit; 3.) Exposer switches of front panel not functioning intermittently due to faulty front panel; 4.) Pump tubing found dirty; 5.) Power switch noted cracked and dirty; 6.) Heavy dirt and corrosion noted on the top cover; 7.) Chassis noted dented with heavy corrosion; 8.) Rust and corrosion noted on the rear panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-v1 video system center to olympus for repair due to a report that the lamp was not working intermittently when used with the olympus, model gif-lv1 videoscope. Upon inspection and testing of the returned device, it was found that the front panel lighting failed and all the switches of the front panel did not work intermittently. This report is submitted due to the findings that the front panel lighting failed and the switches intermittently did not function, both identified during in-house service of the device. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty front panel and main board failure could not be determined. The instruction manual of cv-v1 describes the following, and a malfunction of the device might be prevented by following the descriptions. "[Important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] use this video system center only under the conditions described in ¿ environment¿ and ¿ specifications¿. Otherwise, improper performance, compromised safety and/or equipment damage may result. [7.2 storage]. Store the equipment in the level position in a clean, dry, and stable location". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is submitted to provide additional information and a correction. Additional information: e1, e2, e3 and g2. Correction: e1 (city) and g2 (company representative).